Event description:
It was reported that during an unknown procedure the hand switch did not activate. Another device was used to complete the case. There were no adverse consequences to the pt.

Event description:
During service by baxter, a colleague infusion pump was found to contain a malfunction of stop key not working on the pump head module channel c keypad. This event occurred during product evaluation. This device utilizes user interface module master software version (B)(4) categorized as unremediated. No additional information was available.

Manufacturer narrative:
The condition of the stop key not working on the pump head module channel c keypad was confirmed. The pump head module keypad was replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). (B)(4).